Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw os supt pkg m728894b233 stealth s8 os, serial/lot #: 2.0.0 h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h6: the logs were reviewed and they did not capture any database issues. There was insufficient information to determine if a software anomaly occurred. Codes b01, c19, and d15 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. The representative reported that the camera cart had a power failure. When the camera cart failed, then the main cart shut off as well. The representative performed a self-test and found that the camera cart battery dissipated to 50% within the first minute, while the main cart was at 92%. They disconnected the camera cart and the main cart and found that the main cart functioned as intended and the indicator lights on the uninterruptible power supply's (ups) battery were amber. The rest of the indicator lights were green. There was no patient present when this issue was identified.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: battery 9735771 24v s8 svc. Ups 9735788 camera cart s8 svc. Cable 9735845 int to camera cart s8 svc. Ups 9735787 main cart s8 svc. The system was serviced in the field and the battery on camera cart was not holding a charge, and the system unexpectedly shutdown. The 24v battery , the uninterruptible power supply (ups) from the camera cart, and the cable int to camera cart were replaced. Codes b01, c02, and d02 are applicable. The battery 9735771 24v s8 svc was returned for analysis and the battery was tested with (26.14v) a known good ups for a 24hr period and tested with no issues. The known good ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before known good ups shut down as programed. There was no failure found. Codes b01, c19, and d14 apply. The ups 9735788 camera cart s8 svc was returned for analysis and the ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from main power and continued to run under known good battery power for the set 11.5 minutes before ups shut down as programmed. There was no failure found. Codes b01, c19, and d14 apply. The cable 9735845 int to camera cart s8 svc was returned for analysis and the returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. There was no problem found. Codes b01, c19, and d14 apply. The ups 9735787 main cart s8 svc was returned for analysis and the ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from main power and continued to run under known good battery power for the set 11.5 minutes before ups shut down as programmed. There was no failure found. Codes b01, c19, and d14 apply. If information is provided in the future, a supplemental report will be issued.